Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 04:00 pm CT. The report number is being corrected from: 2134265-2018-64109 to: 2134265-2018-63010.

Event description:
It was reported that balloon rupture occurred. The patient presented with internal arteriovenous fistula stenosis. The target lesion was located in an upper limb vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, the tip of the catheter ruptured at 20 atmospheres when dilating the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon material had torn circumferentially partially at approximately 14mm proximal of the distal markerband and this extended proximally in a longitudinal tear for approximately 16mm. A visual and microscopic examination was performed on the balloon material and no other issues were identified. A visual and tactile examination of the shaft identified no issues that could have contributed to the complaint incident. A visual and microscopic examination of the tip and markerbands identified no issues that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient presented with internal arteriovenous fistula stenosis. The target lesion was located in an upper limb vein. A 6.0 x40, 40cm gladiator elite balloon catheter was advanced for dilatation. However, the tip of the catheter ruptured at 20 atmospheres when dilating the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.